Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a system implant procedure, the right ventricular lead exhibited high capture thresholds. The physician attempted to reposition the lead but the helix became stuck and loss of sensing was noted. The lead was no longer used and replaced. No patient symptoms or additional information was reported.